Event description:
A patient was brought into the facility emergency department in full arrest. The patient was said to have been down for appoximately 40 minutes before arrival at the facility. The device was connected to the patient. Patient diagnosis was not reported, but was determined to be a candidate to 100 pulses per minute and 25 to 45 ma of current. Reportedly, patient pacing capture could not be achieved. The patient was not resuscitated. The reporter stated that the patient outcome was not the result of the device operation, based upon a lack of patient viability.